Event description:
Customer alleges he was riding the scooter when it slipped out of gear, rolled backwards and tipped over resulting in a fall. Customer sustained a left hip fracture.

Manufacturer narrative:
Method - evaluation anticipated, but not yet begun. Conclusions - a follow-up report will be submitted upon completion of investigation.